Event description:
During an anterior cervical plating at c3-c6 the surgeon successfully placed 6 screws. After x-ray, the surgeon decided to place longer screws. He removed the first several screws when the tip of the extraction screwdriver broke off in one of the screws. The fragment was left in the patient, a bone graft was used to complete the procedure.

Manufacturer narrative:
Device is an instrument and is not implanted. Date of manufacture cannot be reported without a lot number. Investigation could not be completed; no conclusion could be drawn as no device was returned and no lot number was provided.